Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient went to the hospital after getting a blood glucose result of 590 mg/dl on the aviva system at 4:20 p.m. The patient experienced extreme thirst upon arrival to the emergency room at 5:20 p.m. While in the emergency room, the patient tested their blood glucose level on the aviva system with a result of 295 mg/dl at 6:11 p.m. And a result of 83 mg/dl at 7:17 p.m.. The patient was treated at 7:30 p.m. With 0.9% nacl and 1000mg bolus solution via IV to lower their blood glucose level. The hospital tested the patient on their meter between 7:30 p.m. - 8:05 p.m. With a result of 105 mg/dl. The patient was released from the hospital at 8:05 p.m. Return of the suspect device was requested for evaluation.